Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during fill 1 of pd treatment. During drain 0 the patient encountered 4 air detected in cassette warnings. The patient bypassed drain 0 and started fill 1. The patient then noted a fluid leak from the patient line. Technical services suggested to cancel treatment and reset up with new supplies. There was no fluid in the cycler pump module or on the cassette. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to carry out treatment with the new setup of supplies. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was received with original package, identified with product number 050-87216 and lot number 21nr08007. The complaint product sample was visually inspected and it was found that the filter of the patient connector is damaged. During the treatment of complaint product sample, a leak was found in the patient connector (filter) during setup step 6. The alleged failure mode was confirmed during sample evaluation. The filter is a component that is manufactured by an external supplier, therefore, this kind of failure mode could only be caused by the external supplier. A notification was made to the external supplier about the alleged incident related to the injection site, the notification number provided is sn (B)(6). A device history review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The investigation into the complaint was able to confirm the reported event.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during fill 1 of pd treatment. During drain 0 the patient encountered 4 air detected in cassette warnings. The patient bypassed drain 0 and started fill 1. The patient then noted a fluid leak from the patient line. Technical services suggested to cancel treatment and reset up with new supplies. There was no fluid in the cycler pump module or on the cassette. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to carry out treatment with the new setup of supplies. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.